Manufacturer narrative:
Device evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the mentor memory's¿ mh 685cc returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with a 685cc mentor memoryshape breast implant and experienced an adverse event on an unknown side post-operatively. No further information clarifying the event has been provided. As a result, the patient underwent explantation on (B)(6) 2023. Please see manufacturer report number 1645337-2023-06467 for the concomitant device.